Manufacturer narrative:
Concomitant medical products: (B)(4) crt-d, implanted: (B)(6) 2012. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) and left ventricular (lv) leads were fractured. The leads were explanted and replaced. During the lead extraction, the right atrial (ra) lead became dislodged. The ra lead was then explanted and replaced as well. No patient complications have been reported as a result of this event.